Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, after the second deployment, the leadless implantable pulse generator (ipg) exhibited high threshold and diminished r-wave, with good fixation. Four days later, there was rising threshold and loss of ventricular capture. The leadless ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.